Manufacturer narrative:
This medwatch reflects two products with the same unknown catalog and lot numbers. Information received in a legal file indicated that a patient experienced thrombotic event and myocardial infarction after having coronary artery stents implanted. The patient's medical history is unknown. The patient initially had two unknown cypher stents implanted in the right coronary artery following an acute myocardial infarction. The patient was described plavix for three months. At some point after the plavix was discontinued, the patient developed a thrombus and mi. The sterile lot number for the device is unknown, therefore, a device history report review could not be conducted. Thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. With the limited amount of information provided, it is not possible to determine the exactly cause of the event but pharmacological factors may have contributed to the event.

Event description:
This male patient had two cypher stents implanted in his right coronary artery following an acute mi. He was prescribed plavix for three months. At some point, after the discontinuation of plavix, he developed late stent thrombosis leading to mi.